Event description:
It was reported that the patient was explanted on (B)(6), 2010. According to the clinic, the ci was still fully functional, but had to be explanted due to medical reasons. Currently no further details are available.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.